Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 500 mg/dl. The customer's current blood glucose is 181 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. The customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 81 mg/dl and sensor glucose was 43 mg/dl at the time of the event, the difference is outside the acceptable range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.